Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 1 device: belt / device migration. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 1 malfunction event(s), where it was reported the device experienced difficult to maneuver unit which does not result in a tip. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
No new information.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: caster/mechanical problem identified.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. The device is pending evaluation.

Event description:
This report now summarizes 2 malfunction event(s), instead of 1.